Event description:
Reportedly, this device was explanted after approximately a 3 year, 8 month implant duration due to mitral regurgitation and mitral stenosis.

Manufacturer narrative:
Device not returned.